Event description:
Consumer left a review on (B)(6).com stating they received a negative inteliswab test result, but had a positive pcr result. (B)(6) review (B)(6) 2022. False negative. Gave a false negative result. Pcr test was positive.

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on walmart.com stating they received a negative inteliswab test result, but had a positive pcr result. Walmart review 1/20/2022: false negative, gave a false negative result. Pcr test was positive.